Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.valve actuation test passed. System air leak test passed. As received treatment was performed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were visual indications of infestation within the cycler.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported feeling bloated and full after treatment. The patient experienced bloating and pain and was hospitalized. The patient stated having an overfill and had to perform an emergency dialysis treatment at the hospital due to excess solution. Additionally, the patient stated this caused a heart attack and pneumonia. The patient was concerned about a repeat of that event. A replacement cycler was issued. Additional information was obtained from the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2024 with diagnoses of unspecified congestive heart failure (chf) and non-st elevation myocardial infarction (nstemi). The pdrn confirmed there was no documentation in the discharge paperwork of a pneumonia, overfill, or fluid overload diagnosis. The patient was discharged on (B)(6) 2024. There was no additional information pertaining to the hospitalization that was provided. The pdrn did state that the patient was having issues prior to the hospitalization with trying to stay full and then with draining. The pdrn believes the patient was having issues with fluid management in general and not that it was a cycler issue. The nurse had been to the patient¿s home (unspecified date) to observe the patient set up pd treatment and reviewed certain points of the cycler use. The patient is continuing pd therapy post-hospitalization utilizing the replacement cycler without issue. Of note, the patient utilizes an icodextrin 3l bag of solution for a last fill; however, the patient is only supposed to instill 2l from that 3l bag of solution.

Manufacturer narrative:
Correction: h.2.

Event description:
A peritoneal dialysis (pd) patient reported feeling bloated and full after treatment. The patient experienced bloating and pain and was hospitalized. The patient stated having an overfill and had to perform an emergency dialysis treatment at the hospital due to excess solution. Additionally, the patient stated this caused a heart attack and pneumonia. The patient was concerned about a repeat of that event. A replacement cycler was issued. Additional information was obtained from the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2024 with diagnoses of unspecified congestive heart failure (chf) and non-st elevation myocardial infarction (nstemi). The pdrn confirmed there was no documentation in the discharge paperwork of a pneumonia, overfill, or fluid overload diagnosis. The patient was discharged on (B)(6) 2024. There was no additional information pertaining to the hospitalization that was provided. The pdrn did state that the patient was having issues prior to the hospitalization with trying to stay full and then with draining. The pdrn believes the patient was having issues with fluid management in general and not that it was a cycler issue. The nurse had been to the patient¿s home (unspecified date) to observe the patient set up pd treatment and reviewed certain points of the cycler use. The patient is continuing pd therapy post-hospitalization utilizing the replacement cycler without issue. Of note, the patient utilizes an icodextrin 3l bag of solution for a last fill; however, the patient is only supposed to instill 2l from that 3l bag of solution.

Manufacturer narrative:
Clinical review: there is a temporal relationship between the liberty select cycler and the patient event of hospitalization with a diagnosis of unspecified congestive heart failure (chf) and non-st elevation myocardial infarction (nstemi). However, there is no documentation in the complaint file to show a causal relationship between the use of the cycler and the patient¿s hospitalization. Although the patient reported an overfill event leading to the hospitalization, there is no diagnosis or documentation of an overfill or fluid overload in the patient¿s discharge paperwork or in the file. Additionally, there are no calls to technical support on the dates prior to the hospitalization or the date of the hospitalization reporting any issues with the liberty select cycler or overfill. The treatment data provided for (B)(6) 2024 does not show a reportable increased intraperitoneal volume (iipv) or overfill event. The pdrn stated it is likely the patient was having issues with fluid management in general and not that it was a cycler issue. Heart failure is a clinical syndrome arising from structural and functional cardiac abnormalities that impair ventricular filling (diastolic function) and reduce ejection fraction (contractile function); it is highly associated with hypoxia. Among the symptoms most commonly experienced by patients with heart failure, dyspnea and fatigue, limited exercise tolerance, and fluid retention leads to pulmonary congestion and peripheral edema.the patient was utilizing a last bag of icodextrin solution in treatment indicating a likely issue with ultrafiltration. Icodextrin induces sustained ultrafiltration over prolonged periods and is indicated for patients who have ultrafiltration failure or those who need optimization of their fluid status. The liberty select cycler can be excluded as the cause of the patient¿s hospitalization and diagnoses.. The plant investigation is in process.

Event description:
A peritoneal dialysis (pd) patient reported feeling bloated and full after treatment. The patient experienced bloating and pain and was hospitalized. The patient stated having an overfill and had to perform an emergency dialysis treatment at the hospital due to excess solution. Additionally, the patient stated this caused a heart attack and pneumonia. The patient was concerned about a repeat of that event. A replacement cycler was issued. Additional information was obtained from the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2024 with diagnoses of unspecified congestive heart failure (chf) and non-st elevation myocardial infarction (nstemi). The pdrn confirmed there was no documentation in the discharge paperwork of a pneumonia, overfill, or fluid overload diagnosis. The patient was discharged on (B)(6) 2024. There was no additional information pertaining to the hospitalization that was provided. The pdrn did state that the patient was having issues prior to the hospitalization with trying to stay full and then with draining. The pdrn believes the patient was having issues with fluid management in general and not that it was a cycler issue. The nurse had been to the patient¿s home (unspecified date) to observe the patient set up pd treatment and reviewed certain points of the cycler use. The patient is continuing pd therapy post-hospitalization utilizing the replacement cycler without issue. Of note, the patient utilizes an icodextrin 3l bag of solution for a last fill; however, the patient is only supposed to instill 2l from that 3l bag of solution.